Event description:
Sling loop came unhooked.

Manufacturer narrative:
Customer reported while using the device to lift a patient, the sling loop came unhooked from the lift and the patient fell. No device malfunction was reported. Due to this, patient was hospitalized and needed stitches. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.